Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, third inflation was performed by moving forward from the front, however the balloon ruptured at 4 atmospheres. The procedure was completed with a different device. There were no patient complications reported.